Event description:
Email received (B)(6) 2021 from marc singer, legal, that contains the following strattice complaint and states the following: allergan USA, inc., allergan, inc. And lifecell were served with these new strattice complaints on (B)(6) 2021. This complaint is for strattice piece (B)(4).

Manufacturer narrative:
The previous submission was made with a blank g3 field. The g3 field for the previous submission is (enter aware date). The previous submission was made within 30 days of the date received by manufacturer. A CAPA is opened to address the issue.

Manufacturer narrative:
The device was not returned to lifecell for evaluation. The internal investigation into strattice lot s10736 included a review of the reported information, review of the device history records and review of the complaint history records. Investigation results revealed no remarkable findings with no other complaints reported against the lot and no related deviations or nonconformance's revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 5/6/2021, of the (B)(4) pieces released to finished goods for lot s107336, (B)(4) have been distributed. Of the (B)(4) distributed, 101 have been reported as implanted. No further actions are required as a nonconformance could not be confirmed.

Event description:
Healthcare professional reports primary hernia repair with strattice mesh (material #: 2025002, serial #: (B)(4)). Patient had strattice implanted on (B)(6) 2010 and had product explanted sometime after (B)(6) 2011. Strattice appeared to be unincorporated, infected, reherniated and required explant. It appeared to be a chronic abdominal wall abscess.